Event description:
It was later reported that the component involved was the lead and the neurostimulator (ins). The patient was experiencing pain at the ins .it was noted that during the procedure lead was found to have only 2 of 4 electrodes providing minimal responses. It was noted that programming and antibiotics was administered. The ins and the lead were replaced. The cause of the event was not determined and was also reported as unknown if device related. The patient outcome was reported as recovered without permanent impairment.

Event description:
(B)(4). It was reported by the representative that the healthcare provider was doing a revision. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va0errg, implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).